Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter displayed an ''error 2'' message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 4am. The patient manages her diabetes with an insulin pump (type not specified). It is not known if changes were made to the patient's usual diabetes management routine. The patient denied developing symptoms. At 8am that same morning, the patient ate food and/ or drank a beverage. The patient denied testing on another device. At the time of troubleshooting, the cca noted the correct test strips were being used for testing and there was no evidence of misuse. The cca tried to walk the patient through a retest to resolve the alleged issue. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient denied developing symptoms. The patient did not receive medical intervention for an acute complication of diabetes. However, this complaint is being reported because the alleged ''error 2'' message remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.